Event description:
The pt reported that his infusion device was beeping and 77 displayed on the screen. The pt stated that his power pack had been in use for 3.5 weeks. The pt was instructed to insert a new power pack and the infusion device started working properly. The pt was aware of the power pack recall and was reminded to change his power pack every 2 weeks. The pt's blood glucose was not affected. The pt did not require medical assistance by a health care professional. The product has been requested for return to be evaluated.